Event description:
It was reported that the device failed during ongoing ventilation. The device sounded an alarm, and ventilation was immediately resumed using an alternative ventilation method. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.